Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There were numerous hypotube kinks. There was tip damage. There was wire lumen buckling 4.5cm from the tip. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure resulted in slow inflation and water coming out from the tip. Further analysis revealed a perforation in the wire lumen that contributed to the slow inflation and resemblance of a balloon burst. The perforation is consistent with a guidewire or mandrel puncturing the wire lumen when inserting. There was no damage to the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.5x15mm nc emerge® balloon catheter was selected for dilation. However, during preparation, the physician was unable to feed the balloon over the guidewire. It was also noticed that the balloon looked it had burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.5x15mm nc emerge® balloon catheter was selected for dilation. However, during preparation, the physician was unable to feed the balloon over the guidewire. It was also noticed that the balloon looked it had burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.